Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used two (2) cook instinct endoscopic hemoclips on a patient with an ulcer with pliable tissue on (B)(6) 2015. The patient returned two days later on friday, (B)(6) 2015, due to recurring bleeding. The patient was rescoped and when the doctor went back in, it was noted that the initial clips were no longer there. The physician reclipped the ulcers using four (4) clips (manufacturer unknown), and the bleeding stopped.